Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during use was confirmed. Returned were a dilator and a guide wire. The dilator was bent approximately 3" from the tip. The tip of the dilator was folded back like it had been pushed against something hard. The guide wire was kinked 2, 13, and 24cm from the bottom of the j-bend. Even though the guide wire was kinked and the dilator tip was damaged, the returned wire could be inserted through the dilator. The od of the guide wire measured 0.842mm, which met specification of 0.838 - 0.877mm per guide wire graphic. The length of the guide wire measured 45.6cm, which was consistent with the guide wire graphic. A manual tug test confirmed that both welds were intact. A device history record review of the guide wire and dilator was performed based on sales history and did not reveal any manufacturing related issues. Based on the condition of the returned samples and the report of difficulty threading the dilator over the wire, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported several clinicians have had issues with the guide wire kinking in the patient when threading the dilator over the wire. There were no patient deaths or complications reported. Follow up information states another kit was used to complete the procedure.